Event description:
A report of a corneal ulcer was received. Consumer stated she developed an infection in her right eye, which took a month to clear. The infection resulted in an ulcer. She lost eye sight for 4 days in her right eye. Medical attention was sought and the consumer visited the emergency hospital. She was never advised to stop wearing the contacts by her ecp. She was treated by a specialist, and advised to stop wearing contacts. Additional information received on (B)(6) 2014 indicating the consumer went to the emergency hospital on (B)(6) 2014 and was seen at 10am. She was given tobradex and vigamox as well as loratab. At 6:00 pm the consumer returned to the emergency hosp due to pain and was prescribed loratab. The consumer was referred to dr. (B)(6) and was seen (B)(6) 2014 who diagnosed the consumer with a corneal ulcer. She was given rocephin and bacitracin zinc to use 1 drop every hour for 24 hours and polymycin sulfate to be given 4 times a day for 4 days. On (B)(6) 2014 received the completed ae form from dr. (B)(6) indicting a diagnosis of corneal ulcer - right eye and a secondary diagnoses of hypopyon. A 2mm infiltrate was also observed centrally. Treatment continued with fortified gentamycin & kefzol drops. On (B)(6) 2014 additional information was received from dr. Dang's office indicating the patient's vision prior to event was 20/25 and after the event was 20/30.

Manufacturer narrative:
(B)(6). Verification performed on unopened sample. All testing performed found to meet manufacturing specifications. Review of the device history record met all in-process and finished product specifications. The manufacturing review did not indicate the complaint was due to the manufacturing process. Package integrity testing, sterilization and microbial controls confirmed to be within specifications. The root cause could not be determined. MFR. Report number: 9681121-2014-00043. (B)(4).